Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system boots up to medtronic logo screen and freezes. Replaced the computer resolved the issue. Completed the software installation and full system checkout. All tests passed successfully, the system is fully functional and ready for clinical use. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system will boot to the black medtronic screen and then the boot up sequence will stop. No patient present.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that during initial power up the computer started power cycling. After re-seating the ram modules the computer booted normally to the application screen. It also passed seatools, memtest86 and phd without errors. Suspect the boot failure was caused by the power cycling. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.